Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/14/2019. Investigation summary: it was reported performance pull off suture needle. A labeled winding former with a suture and a detached needle of product code pdpb340 were returned for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was examined and the other suture end is severely cut (damaged), resulting in a clip off defect. This condition caused the needle pull. The manufacturing records couldn¿t be reviewed as the batch number is unknown. Per the sample condition the assignable cause of the performance - pull off suture needle pre-op suggest a clip off defect. This defect is caused by excessive pressure on the suture during swaging of the needle and consequently breaking.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2018, and suture was used. During the procedure, the suture was detached from the needle when holding the needle by needle-holder. There were no adverse consequences to the patient. No additional information was provided.